Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve was failing due to critical aortic stenosis so the patient underwent transcatheter valve-in-valve procedure. A transcatheter valve was implanted inside a disabled 23mm aortic valve in the aortic position. The 23mm valve has been implanted for seven (7) years, three (3) months, nine (9) days, at the time of the valve-in-valve procedure. Both devices remain implanted. There were no reported complications and the patient was reported to be doing well.

Event description:
Through follow up with the healthcare provider, it was learned that a 23mm transcatheter valve was used in the valve-in-valve procedure.